Event description:
A physician reported that during an intraocular lens (iol) implant procedure, one of the haptics was found broken once the iol was placed. The implantation and loading into the cartridge went smoothly. The surgeon has to explant this iol and the patient was left aphakic. The new iol was implanted in secondary procedure. No consequence for the patient visual acuity. Additional information received and stated that, no consequences for the patient, just an enlargement of the incision (initially 2.2mm).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).